Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) distal tip was ovalized. Conclusions: evaluation of the returned devices confirmed that both cat6's were damaged and the sep6 bulb was fractured off the distal tip of the separator. The damage to the cat6's typically occurs due to improper handling during use. If the devices were pinched during insertion or advanced against resistance, it is likely that damage such as this may occur. The damage to the sep6 typically occurs due to improper handling during use. If the y-connector was not completely open during removal of the sep6, it is likely that damage such as this may occur. The distal tip and bulb from the fractured sep6 was not returned for evaluation. The cat8 mentioned in the complaint was not returned for evaluation. The cat6's are 100% visually inspected during in-process inspection. The sep6's are 100% dimensionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00001, 3005168196-2016-00003.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices and an indigo system separator 6 (sep6). During the procedure, while advancing two cat6 devices through another manufacturer's sheath, both cat6 devices became kinked and ovalized and were removed. It was also reported that the silicon bulb of the sep6 sheared off while the physician was pulling it out of the y-connector. The physician then changed to a different sized sheath and inserted an indigo system aspiration catheter 8 (cat8) through it; however, the cat8 was not long enough to reach the target vessel and was removed. There was no device deficiency with the cat8. The procedure was completed using another manufacturer's catheter. There was no report of an adverse effect to the patient.